Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed an error message ¿error 4¿. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2018 around 6:00 ¿ 6:30am when she obtained an error 4 message on the subject device when attempting to test her blood glucose. The patient manages her diabetes using metformin (2000mg) and humulin r and n insulins (sliding scale). The patient reportedly continued with her usual medication routine and claimed experiencing symptoms of ¿dizziness and blurred vision¿ on (B)(6), an unspecified amount of time after the issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that it was not the patient¿s first use of the device, the test strips had been stored correctly and within expiry and their testing technique was correct. The csr was unable to resolve the issue through troubleshooting. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.